Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at the beginning of the procedure and a red light went through the fiber at 0 joules. No pt injury was reported.